Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost therapy due to their ipg becoming inoperable. The patient's ipg has been unable to communicate with their external devices. Patient underwent surgical intervention to remove and replace the ipg with different model.

Event description:
Additional information received indicated the patient may have ceased charging the ipg prior to it not being able to communicate with external devices.